Event description:
It was reported that two (02) exactamix 500 ml eva (ethylene-vinyl acetate) tpn (total parenteral nutrition) bags leaked at the membrane port. This was observed prior to patient use. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to d9, h3, h4, and h6 h4: device manufacture date ¿ the lot was manufactured between june 21-22, 2023. H11: two devices and a video were received for evaluation. A visual inspection was performed on the actual samples and the reported leakage was not easily identified. The returned video was reviewed, and it was noted that there was leakage from the administration spike port bonding area of the eva (ethylene vinyl acetate) bag. Functional testing was performed on the actual samples, and it was noted that there was a leak from the administration spike port bonding area. The reported condition was verified. The cause of the reported condition could not be determined; however, was likely due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process causing an incorrect bonding. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.